Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The cause for the report of peritonitis was due to use error, poor aseptic technique. A labeling review was performed and found to be adequate. A batch review was performed for the potentially associated lot number (10i16h25), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer from (B)(6) of peritonitis coincident with dianeal pd4 ultrabag and extraneal viaflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dosage and frequency not reported) and extraneal viaflex (dosage and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer stated that on an unreported date, in (B)(6) 2011, the patient made a mistake/touch contamination. On (B)(6) 2011 the patient was diagnosed with peritonitis. It was not reported if remedial treatment was provided for these events. Dianeal and extraneal therapy was ongoing . The patient was recovering from the peritonitis. It was not reported whether the event of the patient made mistake/touch contamination resolved. The consumer did not provide an opinion of causality.